Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported atrioventricular block could not be conclusively determined.

Event description:
After the patient was discharged on (B)(6) 2021 from the procedure, on (B)(6) 2021, the patient was readmitted and diagnosed with intermittent atrioventricular block of the second degree. The patient was treated with medication and discharged on (B)(6) 2021. There was no performance issues with the catheter in the original procedure.